Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-08002. The report was submitted in error.

Manufacturer narrative:
Event description: additional information received via email and attached on 01-oct-2021: event did not occur while pump was in use with the patient. Event detail updated to reflect that no medical intervention required. No additional information is available. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Error code 45639 appeared at start-up. The main board was replaced for the issue during repair. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump exhibited error code 45639. No patient harm has been reported at this time.